Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer removed the battery for 3-4 hours and later they reinserted a new battery but the insulin pump alarmed button error, again. The buttons of the device were unresponsive. The customer's blood glucose was unknown. Nothing further was reported. Diabetes mellitus.